Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, life scan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay-user/pt contacted lifescan alleging that a one touch ultra meter had an "apply sample" issue. The pt tests her blood glucose twice a day. She tests before breakfast and dinner. She also takes metformin and glucophage twice a day regardless of her meter readings. The pt indicated that the alleged meter issue started on the day before, during the morning time. The pt was unable to test her blood glucose prior to eating breakfast. Although, the pt was unable to test, she took her medications as prescribed and ate breakfast as usual. Around 12:00-1:00 pm, the pt developed symptoms of feeling hot, sweaty, shaky, clammy, and like she was going to pass out. The pt successfully treated herself by eating candy and lunch. The pt attributed the symptoms to not knowing what her blood glucose level was earlier in the morning. The pt explained that she would have eaten more during breakfast time and may have eaten a snack to prevent the hypoglycemic episode. The pt denied receiving medical intervention from a health care provider and was not tested on another device during the time of concern. The reported meter issue was resolved when the pt retested using a new vial of test strips. The meter, test strips, and control solution. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.